Event description:
It was reported from a published case study that a patient had an initial left total knee arthroplasty performed on an unknown date. The day after the procedure, the patient reported atypical pain and imaging confirmed the presence of a pseudoaneurysm with a dissection flap just proximal to the neck. Approximately 3 days post-op, the vascular team implanted a stent in the left distal femoral artery. The patient¿s pain was relieved, their clinical condition improved, and the patient was discharged. No further complications were reported throughout the follow up period. The author proposed that the arterial injury occurred during the cutting of the proximal tibial with an oscillating saw. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen articular surface - unknown. Unknown - unknown nexgen tibial component - unknown. G2: foreign country: turkey. G2: citation: dinçal t, gencer b, çinçin aa, gülabi d. Do not ignore persistent pain after total knee arthroplasty: pseudoaneurysm of the popliteal artery after primary total knee arthroplasty. Ulus travma acil cerrahi derg 2025;31:202-206. H6 : mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.